Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the cryoablation procedure, the mapping catheter was taken out of the package and it was slightly kinked. In an attempt to straighten it, it broke. There was no patient involvement.

Manufacturer narrative:
Event summary: analysis of the mapping catheter 990063-020 / 214402771, showed the shaft was kinked and broken 1.8425 inches from the ECG connector, no ECG signal wires were broken inside the shaft. The tip/loop section were intact with no apparent issues. The catheter failed the performance test due to the shaft kinked and broken. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue has been confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kinked and broken. If information is provided in the future, a supplemental report will be issued.